Event description:
The pt was implanted with bi-ventricular support. It was reported by the vad coordinator that the pvad rvad was exchanged due to fibrin within the pvad pump. Pt started on angiomax gtt post exchange. Ldh elevated to greater than 1600.

Manufacturer narrative:
The user facility report #(B)(4) was received from the (B)(6) registry. The pump exchange was performed. The pt remains stable. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation has been completed.